Event description:
Healthcare professional reported left side capsular contracture, baker grade IV. Device has been explanted.

Manufacturer narrative:
(B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Manufacturer narrative:
Device evaluation: capsular contracture: unable to confirm as it is a medical event not related to the device. Flipping: unable to confirm as it is a medical event not related to the device. Crease/folding of implant: unable to confirm as it is a medical event not related to the device. Additional observations: crease fold observed in the surface of the shell. Additional, changed, and/or corrected data: a2, a4, b3, b5, b7, d9, e1, h6.

Event description:
Healthcare professional reported left side capsular contracture, baker grade IV. Additionally reported "implant flipped", "creases". Device has been explanted and replaced.